Event description:
The balloon was negotiated beyond several highly calcific lesions and was inflated. The powercross balloon ruptured and upon the attempt to remove the balloon it became caught on several calcified lesions. Attempts to extract the balloon failed and it ultimately broke apart. A small part of the balloon was left in the patient. The fragment could not be removed and was stented into position. The physician planned to stent this area.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.